Event description:
Technical services received a call on 01/03/2013 from sales rep. Mdt device and patient has complained of having a red rash in the pocket area and itching but today the patient is in the office and everything looks good. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).